Event description:
(B)(4). It was reported by the customer that three mds89 shower chairs legs have collapsed outwards from underneath. No injury was reported.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr 37895 issued MFR report #1525712-2012-01810 indicating the manufacturer as unknown. This is not an invacare product. The correct manufacturer, medline, has been notified of this event. (B)(4). No RMA has been initiated for this issue. Model and serial number/date code are unknown. The consumer is a male. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model and serial number/date code are unknown. The consumer is a male. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
On (B)(6) - it was reported by the customer that three mds89 shower chairs legs have collapsed outwards from underneath. No injury was reported.